Manufacturer narrative:
(H3): no product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable. Note: as it is unknown which eye (os/od) , or if both eyes (ou) were involved, please refer to linked manufacturer report cc543834 3009108089-2023-00005 for second associated incident report.

Event description:
This incident was reported by the patient's location of purchase as relayed by the end user. It was alleged that the patient experienced eye infection, the patient believes this is due to using contact lenses that had been kept in extreme heat for an extended period. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.